Manufacturer narrative:
This report for non-fatal serious injury/device malfunction has been stored under the covid-19 pandemic in accordance with the guidance published by FDA, postmarketing adverse event reporting for medical products and dietary supplements during a pandemic. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation. Omsc reviewed the manufacture history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported phenomenon could not be conclusively determined. However, based upon the information from olympus service operation repair center (sorc), there was the possibility that the reported phenomenon was attributed to the the failure of the pressure sensor mounted on the main board. The cause of the failure of the pressure sensor mounted on the main board is presumed to be due to any of the following process errors. Oxygen entered the device and the electrode of the pressure sensor was oxidized and corroded. The wiring inside the pressure sensor was peeled off due to the oxidation corrosion. Because foreign matter had adhered to the mounting of the component due to a mistake, the wires inside the pressure-sensor had peeled off due to adherence of the foreign matter failure of the pressure sensor mounted on the main board.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during the unspecified timing, the image was blackout. Olympus service operation repair center (sorc) checked the subject device and found following. The reported phenomenon was duplicated. The led turned off when the abnormality was detected in the internal circuit of the subject device. The main board had failure. There was no report of patient injury associated with the event.